Event description:
The facility's biomedical enginner reported an infusion pump that silent shutdown during pt use. A follow-up with a facility rep revealed they have no record of any pt injury or medical intervention. They stated the pump was removed and replaced with another.